Manufacturer narrative:
Additional information was received, specifically product returned was received. D6 fields were updated accordingly. The investigation is underway. H6 investigation type, findings and conclusion have been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during startup of an automated impella controller (aic) for use during a clinical procedure, the controller exhibited screen freezing. A hard restart was performed; however, upon restart, the aic continued to restart independently and displayed a frozen blue screen accompanied by a red alert. The aic was removed from service and a back up unit was successfully used.